Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Caller reported they and another rep have been working with the patient. Caller reported they met with patient last week, patient reported shocking/jolting sensation at the ins pocket site. Caller reports patient has 1 lead implanted in the cervical and 1 lead in the thoracic. Caller reported whenever pressure is applied to the ins pocket, patient feels jolting and shocking sensation. Caller reports they are unable to perform impedance check, caller reports as soon as the communicator is placed on the ins, patient feels big jolting and shocking sensation, no impedance could be performed. Caller reported lead connectivity test shows green. Caller reported they had called an engineer who suggested a reprograming. Caller reported patient continues to feel shocking/jolting sensation. Caller reported patient adaptive stim has been turned off. Caller reports patient has turned stimulation off for couple of days. Caller reported patient denies of any fall or trauma. Caller reported patient also reported heating at the pocket site. Caller reported the rep was notified at an unknown date. Caller thinks the heating started a couple of weeks ago, but unsure. Caller h ave no further information. Caller does not know if patient had seen the temperature screen. On 2024-aug-12 the rep reported the ins was replaced on (B)(6) 2024. The rep was unsure of the date they were or the other rep were made aware of the pocket heating.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.